Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. (Please see attached investigation report for details) the reported device was received in brézins for investigation. Nothing was noticed during external visual check (apart from the fact that the appliance is dirty in some areas). During device log review at the reported date of the event, several infusions were found at different flowrates that could explain that the bag was almost empty. See investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.

Event description:
The following has been reported: a 43-year-old patient being treated for consolidation with blinatumomab-ponatinib for b-type acute lymphoblastic leukaemia. The infusion of blinatumomab began on (B)(6) 2024 and is due to last 96 hours. At 10.40pm on (B)(6) 2024, the nurse noticed that the bag was almost complete, even though it had only been in place for 58 hours. The flow rate programmed on the pump was checked (2.5ml/h) and complied with the medical prescription. No issues with the preparation of the cytotoxic bag were identified. Risk of tumour lysis syndrome and neurological toxicity. No consequences for the patient. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.